Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. Block h6: problem code 1069 captures the reportable event of stent broken. Problem code 1528 captures the reportable event of stent difficult to remove. Block h10: a deployed wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was damaged; the stent wires were kinked and broken, and the stent cover was damaged. The stent was measured to be within specifications. No other issues with the stent were noted. The damages noted to the stent were consistent with the application of excessive force when resistance was encountered during withdrawal of the device. Therefore, the most probable root cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. Block h11: block d4 (catalog number) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2019. Reportedly, the stent was implanted a month ago. According to the complainant, during removal, the physician pulled the stent using a disposable rat tooth forceps, and suddenly the stent unraveled and broke apart; exposing the sharp wire edges of the stent wire in the common bile duct. A retrieval balloon catheter was used to inflate the distal end of the stent, and pulled the stent down, and then a snare was used to pull the stent out from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2019. Reportedly, the stent was implanted a month ago. According to the complainant, during removal, the physician pulled the stent using a disposable rat tooth forceps, and suddenly the stent unraveled and broke apart; exposing the sharp wire edges of the stent wire in the common bile duct. A retrieval balloon catheter was used to inflate the distal end of the stent, and pulled the stent down, and then a snare was used to pull the stent out from the patient. There were no patient complications reported as a result of this event.